Manufacturer narrative:
The plant investigation is currently on-going. A supplemental report will be submitted upon completion.

Event description:
The user facility reported that a blood leak occurred at the beginning of treatment. No damage was identified or other leaks. Blood test strips were used, and the machine alarmed. Pt was estimated to lose greater than 100 cc of blood; however, the pt had no adverse effects due to leak complications. After treatment the dialyzer was thrown away. No sample. Blood flow rate - 550; dialysate flow rate - 1.5x autoflow.